Event description:
Per the clinic, the patient experienced a recurring infection at the abutment site resulting in skin overgrowth on the abutment. The patient was put under general anesthesia to remove the excess skin on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.